Event description:
It was reported that during a percutaneous coronary intervention, a stent dislodged inside the patient. The 80% stenosed target lesion was located in the tortuous and very calcified left anterior descending artery(lad). A 2.50 x 12 mm promus element plus drug eluting stent was advanced to treat the target lesion. However, difficulty crossing the lesion was encountered so the physician pulled back the stent delivery system but the stent came off the balloon. The stent embolized into the proximal left anterior descending artery. To resolve the issue, a 3.0 x 15 emerge balloon catheter was advanced next to the stent and crushed the stent against the vessel wall of the lad. The procedure was completed but due to the difficulty crossing the lesion, they were not able to fix the implanted stent. Patient was stable and was scheduled for another procedure to fix the distal part of the lad 4-6 weeks from time of the event.

Manufacturer narrative:
Age at time of the event: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).